Manufacturer narrative:
(B)(4). Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that the pt was reanimated during emergency case. The rhythm was asystolic. During the procedure, the physician formed the tip of the guide wire by using a needle, it was easy to handle, but the wire felt a little bit unusual without a visual correlate. The physician decided to use the wire but could not bring it through the lesion (riva), it always went to the diagonal branch. The physician left the guide wire in this diagonal branch and inserted a second ptca wire in the (riva). The physician then stented the lesion. The physician pulled back the first guide wire and noticed, that the tip and the outer layer was separated from the rest of the guide wire and remained in the diagonal branch. The pt is stable on a low level catecholamine. Important to know is a sirs and they expected a big hypotoxic brain damage with nse>280 mg/ml.